Manufacturer narrative:
Report is for an unknown quantity of unknown 3.5mm cortical screws (quantity reported as either 3 or 4). UDI: part number unknown, lot number unknown; UDI unknown. Device implanted date unknown. Device reportedly given to patient. (B)(4) utilized to report patient¿s revision surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a left ankle fracture and underwent open reduction internal fixation (orif) of the ankle on an unknown date. The fracture was a tri-malleolar fracture (fracture on 3 sides of the ankle - posterior, lateral and medial). Patient was implanted with a two plate screw construct including single screws with washers. The first plate was a 2.7mm/3.5mm lcp postlateral distal fibula plate which included the following screws: 2.7mm locking screw (quantity of 1), 2.7mm cortical screws (quantity of 2), 3.5mm cortical screws (unknown quantity). The second plate was a one-third tubular plate which included the following screws: 3.5mm cortical screws (unknown quantity). It was reported that the fractures healed. Patient was symptomatic to the hardware (irritated by hardware) and requested removal of all hardware. There was no failure, breakage or loosening with the plates, screws or washers. Patient only complained of irritation from the devices and requested removal. Patient underwent removal of all hardware on (B)(6) 2015. There was no surgical delay and all hardware was removed successfully. Patient was not revised to any additional hardware. This report is for an unknown quantity of unknown 3.5mm cortical screws. This is report 4 of 8 for (B)(4).